Manufacturer narrative:
The display was blank and the insulin pump emitted a constant tone due to moisture damage on the electronic assembly. The reservoir tube was cracked.

Event description:
It was reported that the insulin pump was submerged in water. Afterwards, moisture was observed beneath the display screen. Nothing further was reported.